Manufacturer narrative:
E1: phone number: unknown e2: health professional: unknown e3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second event reported, for the first and third event reported with the same device that was used on the same patient see mdrs 3013394970-2026-00219 and 3013394970-2026-00221.

Event description:
Terumo medical corporation received the following reported information: the angio-seal could not be advanced into the vessel; the event occurred at the entry of the artery. Three devices were attempted to be used on the patient. However, damage on the angio-seal was observed before inserting into the patient. Manual compression was performed and there was no patient contact, harm, or injury.